Event description:
It was reported that the tubing of the infusion set had broken. The patient experienced elevated blood glucose levels, which prompted him to check they system and that is when he discovered the leak in the transfer set. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.